Event description:
Drive devilbiss healthcare was notified of an incident regarding a rollator on (B)(6) 2021. The end user have been using the device for all her mobility for approximately three years. The end-user reported that the "the front wheels is catching." She was using the device to go to the rest room and fell twice. She was attempting to go in one direction and reportedly fell since the device did not roll properly. There was an initial incident on (B)(6) when she was taken to the emergency room. She continued to use the device. She had a second incident (B)(6) and was admitted to the hospital. No additional information is available currently. The end user has not responded to our inquiries. The device has not been returned for evaluation.

Event description:
On (B)(6) 2021, drive devilbiss healthcare was notified of two separate accidents involving the same end user on the same rollator. The end user reported that one of the front wheels is "catching," and that she fell on two separate occasions when she attempted to go in one direction but the device did not roll properly. After the initial incident on (B)(6) 2021, she was treated in the emergency room. She continued to use the rollator and after the second incident, on (B)(6) 2021, she was admitted to the hospital. Drive has attempted to contact the end user to obtain additional information and retrieve the product for inspection. To date, the end user has not responded. Drive will update this report if additional information becomes available. .